Event description:
After an implantation time of 85 months it was reported that the lead was explanted due to an increased shock impedance to greater than 200 ohms.

Manufacturer narrative:
The returned leads displayed severe surgery damages, making an analysis very challenging. The performance of the leads was scrutinized, including a visual inspection. Upon receipt, the lead under complaint was found capped 13.5cm distal to the is-1 connector pin. All fragments were received for analysis. An extraction aid was found in the medial lead body. The analysis revealed a twisted and deformed lead body, which probably occurred due to applied torsion forces during the extraction procedure. Damages such as a deformed rv shock coil, most likely occurred due to applied tensile stress. Further cuts into the insulation were found along the lead fragments. It is reasonable to assume that the lead was cut during the surgery. However, a thorough analysis did not demonstrate deviations that could be clearly related to the reported high shock impedance. Should additional information or diagnostic images become available, the investigation will be updated. The manufacturing processes for the mentioned above leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.